Event description:
Patient admitted for elective left heart cath for cad with unstable angina. During cardiac cath, 2.5mm x 28mm synergy des using guideliner inflated to 6 atm and balloon ruptured. Stent and balloon would not withdraw through patient's old proximal stent. Proximal part of balloon was retracted out of the new underdeployed stent. Multiple attempts were made to retrieve the pieces of the retained equipment using wire escalation and microcatheter. Patient experienced cardiac arrest and then an impella and temporary pacing wire were placed. Vascular surgeon made multiple unsuccessful snare attempts to retrieve the balloon piece from the ascending aorta. Patient admitted to ICU. Consult to CT surgery - no interventions were recommended for missing piece, as patient considered very poor candidate. On (B)(6) 2026, impella device was removed, as patient was exhibiting anemia. Patient remained on supportive treatments and ventilator support. On (B)(6) 2026, patient had acute, rapid decompensation and died - family had made decision to not escalate care if patient arrested prior to that time. Results for cv CT angiogram coronaries with calcium scoring: severely calcified atherosclerosis of native coronary arteries. Lm is calcified with presence of lm stent. Severe stenosis of lm bifurcation. There is retained balloon in proximal circumflex artery with its proximal marker immediately distal to lcx ostium. No shaft is seen at the lm ostium, in the coronary sinuses or the visualized thoracic aorta. There is contrast in obtuse marginal artery distal to retained balloon. Proximal rca stenosis with patent svg to pda. Severe calcified atherosclerosis of pda distal to graft insertion. Patent lima to distal lad. There is calcification in lad distal to lima anastomosis. Lv systolic function is mildly reduced at 40-45% by visual assessment. There is severe hypokinesis of basal inferior, basal interseptal and mid lateral walls. Impella extending 6.3 cm into lv past aortic valve. Results for echocardiogram: a prior echocardiogram study was conducted on 5/20/24. Compared to previous echo, there are significant changes. Left ventricle: mildly reduced left ventricular systolic function with a visually estimated lvef of 40 - 50%. Left ventricle size is normal. Lv size assessed by linear dimension. Increased wall thickness. Impella catheter is present, improperly positioned and a color doppler artifact is noted below the aortic valve. Right ventricle: mildly reduced right ventricular systolic function. Mitral valve: mild mitral valvular regurgitation. Tricuspid valve: mild tricuspid valvular regurgitation. Impella catheter is deep and repositioned with echo staff at bedside to more appropriate position.